Manufacturer narrative:
Date of event: used the first day of the bsc aware date since event date not provided.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right common iliac artery. A 7.0x40x75cm express ld stent was selected for use. However, when the stent was advanced on the wire into the sheath, it would not enter and noticed that the stent was off the balloon. The procedure was completed with a different device. No patient complications nor injuries reported.

Manufacturer narrative:
B3 date of event: updated from (B)(6) 2020 to (B)(6) 2020. E1 initial reporter name updated. E1 initial reporter phone number updated. Device evaluated by MFR.: express ld device - 7x40x75cm was received for analysis. A visual and microscopic examination identified that the stent had been moved to position that was approximately 18mm proximal of the distal markerband on the device. A microscopic examination found that rows 6,7 and 8 of the proximal stent struts were damaged. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual examination identified that the balloon had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right common iliac artery. A 7.0x40x75cm express ld stent was selected for use. However, when the stent was advanced on the wire into the sheath, it would not enter and noticed that the stent was off the balloon. The procedure was completed with a different device. No patient complications nor injuries reported.